Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken in device on the anterior side assessed as surgical damage. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. Crease fold observed on the device.

Event description:
Patient reported left side rupture. Physician reported seroma,edema of the tissue, and severe inflammation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported "seroma", "edema of the tissue", and "severe inflammation".